Event description:
It was reported that during the procedure as they were trying to remove the catheter, half the balloon was gone. Portion of the balloon was not retrieved.

Manufacturer narrative:
Device has not be received for evaluation.